Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power off, last result remains on display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a thoracotomy procedure, the clips would not close. Unknown how the case was complete. No patient consequence was reported. (B)(4)

Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition of the jaw-cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.